Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, 1 product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s first pump only lasted 9 months, and then it was replaced due to a pump malfunction. There were no patient symptoms, outcome, or pump medications reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.